Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately two months and nineteen days later, an ultrasound doppler venous deep vein thrombosis lower extremity bilateral showed that there was thrombus in the right proximal femoral vein and in the left popliteal vein. Two veins were associated with the right proximal femoral artery, only one of which contained an eccentric thrombus. Previously there was thrombus throughout the right femoral and popliteal veins. After one week, an ultrasound doppler venous deep vein thrombosis lower extremity left showed no evidence of deep venous thrombosis in the left lower extremity. Also, a computed tomography angiography (cta) chest with intravenous contrast showed that there was near-complete resolution of the previous identified extensive thromboembolic disease. Scattered pulmonary filling defects remained seen, notably within the central proximal right pulmonary artery that supply the right middle lobe just distal to the right main pulmonary artery bifurcation. Thrombotic web was also noted within the proximal pulmonary artery that supply the right lower lobe. Chronic pulmonary embolus was identified in the right upper lobe. Pulmonary filling defect was also noted within a smaller sub-segmental branch that supply the posterior basal segment of the right lower lobe. After five years and one month, a computed tomography (CT) thoracic spine without intravenous contrast showed that an infrarenal inferior vena cava filter was noted. Also, a computed tomography (CT) chest with intravenous contrast showed that there was an inferior vena cava filter present. Next day, an ultrasound doppler venous deep vein thrombosis lower extremity left showed that there was deep venous thrombosis identified with features of chronic post-thrombotic change. Small non-occlusive mural thrombus was seen in the left popliteal vein. This was likely residua from a prior deep venous thrombosis episode. After two days, an x-ray abdomen single view showed that there was an inferior vena cava filter with the cranial aspect at the level of l1-l2. Next day, a computed tomography (CT) chest with intravenous contrast showed that there was also bronchial wall thickening and scattered intrabronchial filling defects in the bilateral right greater than left lower lobes. Also, a computed tomography (CT) abdomen and pelvis with intravenous contrast showed that there was an infrarenal inferior vena cava filter. After two days, an x-ray chest single view showed that the bilateral infiltrative process was unchanged and more marked in the right lower lobe as before. Next day, an ultrasound doppler venous deep vein thrombosis lower extremity bilateral showed no evidence of deep venous thrombosis. Next day, an x-ray chest single view showed bilateral infiltrative process as before with only a very small residual left pleural effusion. There were no device deficiency identified within medical records. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Additionally, it can be confirmed that the patient experienced pulmonary embolism (pe) post deployment. However, the relationship to the filter is unknown. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with extensive clot burden, deep vein thrombosis, pulmonary embolism and right heart strain. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient was diagnosed with chronic pulmonary embolus post implant; however, the current status of the patient is unknown.